Event description:
It was reported that the patient presented in clinic for routine follow up. It was expected that the elective replacement indicator (eri) would be received, however eri was not tripped. Programming changes were performed. The patient was stable.

Event description:
New information received noted that the patient's pacemaker was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed, device not triggering replacement alert at eri level was confirmed. The device was returned for analysis. Elective replacement indicator (eri) was not triggered when battery reached eri levels due to eri trims programmed at 2.57 v. No other anomalies were found.